Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the navigation system could only see the trackers on one side of the imaging system. On the side that the navigation system camera cannot see the trackers, covering the receptor dot on the imaging system allows for the camera to see the tracker. During further troubleshooting, navigation system was having intermittent tracking with the right imaging system tracker. Navigation system was not tracking the right tracker on the imaging system until the receiver was covered. There was no issue tracking the left side tracker of the imaging system. Tracking view was tested at all distances. Rebooting the imaging system caused the navigation system to not track the right tracker until the receiver was covered. Site brought in another navigation system to test and it did not have any issues tracking the imaging system trackers. The procedure was completed with the use of navigation and imaging. There was a delay of less than 1 hour. No known impact on patient outcome.